Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: underweight, opening on radius, crease fold. A visual and micro analysis was performed which identified: crease sharp opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening. The event of "capsular contracture IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture IV. In response to FDA report number: mw5092015.

Event description:
Patient and healthcare professional reported bilateral capsular contracture baker grade IV and right side rupture. Device has been explanted.